Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had vt/vf storm. Several shocks were not effective at conversion the episodes. There was one charge time out. The device was explanted and replaced. Patient was fine after event.